Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective stimulation due to migration. It was noted that the leads also had high impedances. Surgical intervention was undertaken wherein the leads were explanted and replaced to address this issue. Therapy was restored post-op.